Event description:
A medtronic representative reported that, during a spinal fusion procedure, the surgeon alleged the 4.75 standard solera reduction driver was inaccurate medially by a couple of millimeters in the lateral view. All other instruments were accurate in the lateral views. Screw was verified with flouro and no adjustments were made. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that the part does not appear outwardly damaged, and verifies and tracks correctly with 3d registration. There were no issues attaching or releasing screws. The hardware, software, and instruments passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel.